Event description:
A hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, weight unknown) in 2007. According to the complainant, during the procedure the physician notice that the "jagtip wire was missing", he completed the procedure using only the dream tip of the wire. After the procedure, the physician tried to locate the missing coating tip, but was unable to find it in the patient and thought that may be the coating was missing during unpacking. The procedure was completed with the same hydra jagwire guide device no patient complications were reported as a result of this event.

Manufacturer narrative:
No impact or consequences to the patient - component, detachment an evaluation of the suspected device revealed that the jag end of the guidewire had detached due to torsional overload and the fracture site exhibited no deformities or material reduction. Also the fracture surface exhibited elongated dimpled ruptures in a torsional direction. The corewire was sent to the analytical lab to the determine if the fracture had occurred and the cause of it. The analysis revealed that the fracture surface exhibited elongated dimpled ruptures in a torsional direction. No other material anomalies were noted. During the manufacturing procedures the units are inspected 100% at several stations along the production line, verifying the presence of the jag end and its integrity. Units that do not comply with these criteria are rejected. All units are packaged appropriately in order to protect the device from external damage during shipment. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution and found no nmrb's (non conforming material review) that could be related to the reported failure. The root cause for this reported issue has been determined as handling damage.